Manufacturer narrative:
Investigation summary: received one (1) used. List #d1000, tego¿ connector; lot #unknown. No visual damages or anomalies were observed. The reported complaint of disconnection could not be confirmed. The returned sample was tested, and a disconnection was unable to be replicated. The possible lot numbers noted in the event description were reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involving a tego connector reported that a connector disconnected two hours into dialysis. The tego was attached to the dialysis lines and had disconnected from the patients venous permcath lumen. The estimated blood loss was 600mls which occurred 2hrs into 4hr treatment, but treatment ceased and patient remained stable throughout. There was patient involvement, no patient harm/no reported delay in therapy.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is plots. 14595470 - mfg dt: 10/30/2025 exp dt: 09/01/2030, 14414223 - mfg dt: 07/03/2025 exp dt: 05/01/2030.